Event description:
Implant wrinkling, mastitis, benign nodules in breasts, breast implant hardness, chest wall pain with burning, radiation of pain into left arm, implant movement, rashes, non-restorative sleep, tiredness, polyarthralgias/polymyalgias, sicca symptoms, dysphagia, constipation, diarrhea, chronic headaches, moodiness, numbness and tingling in hands, chronic fatigue syndrome, memory problems, atypical connective tissue disease/non-specific auto-immune condition, dry eyes, implant rupture, capsular contracture, arthritis symptoms, joint swelling, pain, stiffness, swelling of hands and fingers, breast tenderness, swollen neck glands, hair loss.